Event description:
Information from ae regulatory system: after multiple healthcare workers used insulin pens for insulin injections, the outer covers loosened during attempts to remove the needles, resulting in bleeding. The needles could not be unscrewed. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is (B)(4). If any update will be sent by email. Sample availability: unknown sample availability details: unknown. (B)(6) 2026. Update/additional information from region - see attachments. Call center has confirmed new information as below. The confirmed material code is 329491. Customer only reports information: customer is unsure if 'bleeding' means 'needle stick.' Multiple needles in the same batch are affected, but the specific quantity is unknown. No patient information. Please help to update the new information in etq system, thanks. 1. Sample available: no. 2. Sample status: no sample available. 3. Customer response needed: none.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.